Event description:
It is reported that the patient was revised due to pain and multiple dislocations.

Manufacturer narrative:
Primary operative notes have been provided and state that the patient has a left above-knee amputation (non operative side). The operative notes state that after placement of the final components, the leg was lengthened 3-4mm and the soft tissue tension was excellent. During revision, it was noted that the posterior capsule short rotators had dehisced. At 90 degrees of flexion, the patient had above 45 degrees of internal rotation before there was impingent on soft tissue and scar tissue anteriorly. The primary cup was noted to be in about 45 to 50 degrees of abduction and 10 to 15 degrees of forward flexion; the decision was made to remove the cup and reorient it to 25 to 30 degrees of forward flexion. This placement of the new shell caused substantial improvement of the patient's internal rotation in flexion. From the information provided, it appears that impingement and ligament issues may have been contributing to the patient's dislocations, as well as potential non-indicated bodily positions due to the left leg prosthesis. Review of the device history records did not find nay deviations or anomalies.